Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button cover was missing and the rear response button cover was lifted. The response buttons were intermittently non-functional. The rear response button metallic center domes were damaged, causing the intermittent response button failure. The root cause for the intermittent response button could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were non-functional.